Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increasing pacing impedance measurements, ultimately reaching greater than 2,000 ohms. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.